Manufacturer narrative:
On august 09, 2023, mentor received additional information. Mentor became aware that the patient experienced capsular contracture of an unspecified baker grade in the left breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old caucasian female patient underwent a primary breast augmentation surgery with a 450cc mentor memorygel breast implant. Post-operatively, the patient underwent a revision surgery. During the surgery, it was discovered that the patient¿s left prosthesis was ruptured. As a result, the patient underwent removal and replacement with a 250cc mentor smooth round high profile saline breast implant on (B)(6) 2023. There were no surgical delays or patient consequences reported due to the rupture discovered during the revision surgery. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2023, mentor completed an photo evaluation of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).